Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a failed battery test alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer called back to continue troubleshooting for a failed battery test alarm and the insulin pump alarmed again. The customer was advised that the insulin pump would be replaced and was advised to discontinue use of the insulin pump and treat per a health care professional's instruction.